Event description:
This css console was not supporting a patient. A syncardia clinical support representative reported that the monitoring computer on a css console, which was being used for training and demonstration purposes, spontaneously rebooted several times upon startup. This alleged failure mode poses a low risk to a patient because it would not prevent the css console from performing its life-sustaining functions. The css computer is a monitoring device only and does not control css console functionality. This css console was being used for training and demonstration purposes only. The css console has been returned to syncardia for evaluation. The results of the investigation will be set forth in a supplemental MDR.